Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., a.6., b.6., h.6.

Event description:
Healthcare professional reported "implant rupture". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "implant rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.